Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Device already repaired and sent back.

Event description:
It was reported that dermacarriers don't glide through meshgraft ii while expanding the tissue. The event timing was unknown. No adverse events were reported as a result of this malfunction.

Event description:
It was reported during surgery derma carriers don't glide through meshgraft ii while expanding the tissue. No harm, delay in procedure, or damage to graft was reported. No other adverse events were reported as a result of this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was not working. Technician disassembled, cleaned, and reassembled the ratchet and resolved the reported issue. The meshgraft ii tissue expansion system instruction manual recommends removing the ratchet from the device and disassembling to facilitate cleaning. The ratchet is a three-piece assembly that easily disassembles and is completely autoclavable devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed. Repaired by flextronic.